Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. It was also reported that the right atrial (ra) lead exhibited undersensing causing an increase in atrial pacing. It was also reported that the ra lead exhibited high thresholds and a decrease in impedance. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: product ID: w1dr01, serial#: (B)(4), implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.